Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -15.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: lens implant reported as on (B)(6) 2022. Correct to on (B)(6) 2021. D6a: reported as on (B)(6) 2022. Correct to on (B)(6) 2021. Claim#: (B)(4).